Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08997. It was reported that the patient¿s right atrial (ra) and left ventricular (lv) leads had become dislodged post implant. Physician repositioned the ra lead successfully on (B)(6) 2019, however the lv lead could not be repositioned to a suitable position and had become misshaped. Physician explanted the lv lead and implanted a new lead successfully. Patient condition was stable before, during, and after procedure.